Event description:
It was reported that the insulin pump alarmed motor error for the second time within the past 30 days. The blood glucose reading was 7 mmol/l. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Findings: the unit passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. The unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The unit had minor scratches on the display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.